Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending artery. During a procedure, the ECG showed premature ventricular contractions (pvc) with each pulse delivery, accompanied by a significant drop in blood pressure. The procedure was completed without further issues or harm to the patient. Additional information provided confirmed that the pvc and blood pressure drop occurred following the delivery of the ivl pulse, causing a temporary decrease in blood pressure for about 30 minutes. The patient's blood pressure recovered post-procedure, with no additional complications to the patient. The devices used in the procedure, including sheaths, guidewires, and balloons, are still being obtained. The patient's medical history and demographic details were not provided. The physician suspects the ivl pulse delivery caused the pvc. The procedure was completed after blood pressure stabilization. There was no ivl malfunction reported.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the ventricle contraction (pvc) and temporary decrease in blood pressure could not be definitively determined based on the information available. There was no ivl malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.